Event description:
Penile implant from late 1990's or early 2000's explanted. It was implanted in a different state/hospital so unable to identify, with certainty, manufacturer information at this time.